Event description:
It was reported that on an unknown date, during a routine incoming inspection of the loaner set at (B)(6) site, it was observed that the depth gauge for 2.0mm and 2.4mm was missing a component. There was no patient involvement. This complaint involves one (1) device.

Manufacturer narrative:
Additional narrative: the overall complaint was confirmed for the received device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 319.006. Synthes lot # 7975907. Supplier lot # n/a. Release to warehouse date: 15apr2015. Manufactured by: (B)(4). No ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.